Event description:
This customer reported that a patient burn related to this hsxl defibrillator and non-philips defib pads. No details were reported.

Manufacturer narrative:
This customer reported that a patient burn related to this hsxl defibrillator and non-philips defib pads. No details were reported. We have requested additional information and are awaiting a response. We are considering this as a malfunction based on the customer report only. This investigation remains open. A follow-up report will be submitted upon completion of the investigation.